Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the reporter was unable to provide a specific cause for the second occurrence of the events, as the patient took many drugs. On (B)(6) 2014, the patient completely recovered from the second occurrence of the events headache, vomiting and hypertension. The events had been assessed as serious (hospitalization and medically significant). It was noted that no other possible contributory factors were reported for the event. A rationale was provided for the causality assessment as timing and characteristics of the event suggested drug toxicity.

Event description:
It was reported that the patient experienced hypertension on (B)(6) 2014; a headache on (B)(6) 2014; and vomiting on (B)(6) 2014. On (B)(6) 2014, the patient had an ultrasound and an x-ray of the abdomen, and a cranial x-ray, which were all noted to be negative. On (B)(6) 2014, the patient was admitted to the hospital due to persistence of headache and vomiting, and the symptoms persisted during the hospitalization. The patient underwent cranial computed tomography (CT) on (B)(6) 2014, which showed unchanged results compared to previous results. On (B)(6) 2014 the patient¿s pump was refilled with baclofen and ziconotide, and it was reported that after refilling the pump, signs of improvement were observed in the patient. The patient's blood pressure returned to normal values, and they had no episodes of vomiting or headache; therefore, the hcp considered this as "toxic encephalopathy due to incorrect intrathecal administration of drugs". On (B)(6) 2014, the patient completely recovered from the events of headache, vomiting, and hypertension and was discharged from the hospital on that day. The events were assessed as being serious, resulting in prolonged inpatient hospitalization and medically significant. The hcp did not suspect any causal relationship between the events and the study vaccine but did suspect a causal relationship between the concomitant medications baclofen and ziconotide. The pump system was being used to deliver baclofen, and the patient was receiving a "study vaccine". It was further reported that the improvement in the event after correction of drug delivery through the intrathecal pump indicated towards causal association to the administered drugs. The event was not suspected with the unknown vaccine. It was additionally reported that on the evening of (B)(6) 2014, after one week of complete well-being, the patient again presented with the vomiting, headache and hypertension. The subject was treated with atenolol and tramadol. On (B)(6) 2014, the patient was taken to the hospital and was admitted in the hospital on the same day for investigation and treatment. Treatment with baclofen and ranitidine was ongoing. As of (B)(6) 2014, there was no final diagnosis provided for the second occurrence of the events headache, vomiting and hypertension. The patient¿s outcome for the second occurrence of the events headache, vomiting and hypertension condition was unchanged. It was again reported that the hcp did not suspect any causal relationship between the second occurrence of the events headache, vomiting and hypertension and the "study vaccine", but did suspect a causal relationship between the concomitant medications baclofen.

Manufacturer narrative:
(B)(4).

Event description:
The following information had been previously captured in manufacturer report #: 3007566237-2014-01771: it was reported that this patient involved in a study related to influenza vaccines had received the first dose of the medicinal product on (B)(6) 2014 at 11:20. The patient had received menveo (meningococcal vaccine) on (B)(6) 2014. Prevenar 13 (pneumococcal vaccine) on (B)(6) 2014 and tetravac (diptheria, pertussis, polio and tetanus vaccine) on (B)(6) 2014. On (B)(6) 2014 the patient experienced hypertension. On (B)(6) 2014, the patient experienced a headache. On (B)(6) 2014 the patient experienced vomiting. An ultrasound and x-ray of the abdomen and cranial x-ray were negative on (B)(6) 2014. The patient's cranial x-ray showed the cerebral shunt/catheter on the correct position. The patient was admitted on (B)(6) 2014 due to the persistence of headache and vomiting. These symptoms also persisted during the hospitalization. On (B)(6) 2014 the subject's cranial CT (computerized tomogram) scan showed unchanged results compared to previous results and signs of hydrocephalus or cerebral ischemia were absent. The ultrasound of the abdomen showed negative results. The patient was treated with tramadol, ranitidine, ondansetron, atenolol, ramipril, furosemide and doxazosin. On (B)(6) 2014 the patient's ultrasound of the abdomen was normal. Also on this date, the patient's intrathecal pump was recharged with baclofen and ziconotide. It was reported that after recharging the intrathecal pump with baclofen and ziconitide that signs of improvement were observed in the patient. The patient's blood pressure was returned to normal values and he no longer had episodes of vomiting and headache. The investigator considered and confirmed this as toxic encephalopathy due to incorrect intrathecal administration of drugs. On (B)(6) 2014, the patient completely recovered from the events headache and vomiting and completely recovered from the hypertension on (B)(6) 2014. In addition, on the same day the patient completely recovered from the toxic encephalopathy and was discharged from the hospital. After one week of complete well being, on the evening of (B)(6) 2014 the patient again presented with the vomiting, headache and hypertension. The patient was treated with atenolol and tramadol and taken to the hospital on (B)(6) 2014. He was admitted for investigation and treatment. On (B)(6) 2014 during hospitalization, intrathecal administration of baclofen and ziconotide was stopped to verify a possible toxicity. In the absence of clinical improvement, oral administration of baclofen lasted only a few days. The investigator stated that there was no correlation between these drugs and adverse event that emerged. In addition, at that moment it was not possible to identify specific cause for the second occurrence of the events. On (B)(6) 2014, the patient completely recovered from the second occurrence of the headache, vomiting and hypertension. The investigator assessed the events as serious (hospitalization and medically significant). In the investigator's opinion there was no other possible contributory factor reported for the event. The investigator did not suspect any causal relationship between the event (toxic encephalopathy) and the study vaccine but did suspect a causal relationship between the medications baclofen and ziconotide. The investigator provided a rationale for the causality assessment as timing and characteristics of the event suggested a drug toxicity. The investigator did not suspect any causal relationship between the event (second occurrence of the events headache, vomiting and hypertension) and the study vaccine and baclofen. However, another physician assessed these events as suspected to baclofen. Concomitant medication included oxcarbazepine, clonazepam, diazepam, paroxetine, levotiroxina, triptorelin. This device system delivered baclofen and ziconotide. Additional information has been requested, but was not available as of the date of this report. It was now reported that the reaction onset was (B)(6) 2014 (previously reported (B)(6) 2014). On (B)(6) 2014 the patient experienced hypertension "crisis" and had completed recovered from this on (B)(6) 2014. On (B)(6) 2014 the patient experienced headache and hypertension. The patient had a cranial x-ray on (B)(6) 2014 which showed the cerebral shunt/catheter in the correct position. The investigator considered the event hypertensive crisis as non-serious. The investigator did not suspect any causal relationship between the event hypertensive crisis and study vaccination. The improvement in event after correction of drug delivery through intrathecal pump indicates towards causal association to administered drugs. The reported time-to-event (134 days, for event hypertensive crisis) was not plausible for with study vaccine and could be better explained by underlying cerebral pathology (hydrocephalus). The reported events can be explained by an improvement after recharging the intrathecal device with baclofen and therefore are suspected in view of a possible withdrawal syndrome. Please note that any further information received pertaining to this event will continue to be captured within manufacturer report #: 307566237-2014-01439

Manufacturer narrative:
(B)(4).